Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded an initial stable pacing impedance of 400 ohms with a sudden increase to >3,000 ohms at the end of recording period, presumably due to the revision procedure. Furthermore, a fluctuating shocking impedance between 60 ohms and 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing with inappropriate therapies was reported. During the follow-up electrical tests showed a visible increase of the rv impedance value the lead was capped and a new df4 rv lead was implanted. Should additional information be received, this file will be updated.